Event description:
Event description boston scientific received information that a patient with this implantable cardioverter defibrillator (ICD) presented to the clinic and the device could not be interrogated. It was reported that 4 different programmers were used. It was noted that the device responded to application of a magnet by making the typical 'enable magnet use' type of beeping tones. Previous records indicated that at the last device follow-up, the battery status was bol (beginning of life). The device was thus explanted/replaced and will be returned to boston scientific for analysis.